Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that the pump had motor error and no delivery alarms. The customer had been off the pump for three weeks due to a stroke. The no delivery alarm was received during manual priming. The customer was assisted with manual prime and was advised to manually push the plunger. Insulin did not exit and the reservoir was changed. The pump did not alarm no delivery. Changing the reservoir resolved the issue. Troubleshooting was completed. The reservoir was not returned for analysis.